Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 60 mg/dl, 61 mg/dl, 62 mg/dl, and 3638 mg/dl; 61 mg/dl and 332 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.